Event description:
It was reported that while drilling through the drill guide on the femur, the drill bit broke off inside the pt's bone. Tip of the drill bit could not be retrieved from the pt.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the device was manufactured in 2002, giving it an approximate field age of 9 years, and has been used an unk number of times. Visual examination shows significant signs of wear and galling. This damage can be attributed to normal wear and tear that accrued during the field life of the device. The device exceeded its useful life due to normal wear. Evaluation: the diameter of the shank and the material hardness is conforming to print specifications. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.